Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains implanted at the time of submitting the MDR. This report is being filed on an international product, intraocular lens (iol) model number zcb00v that has a similar product distributed in the united states, iol model no. Zcb00, which falls under PMA p980040. (B)(4): secondary procedure performed to place haptic in the capsular bag one day post operatively. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that one day after the operation of the intraocular lens (iol), one haptic was placed out of the capsular bag. In follow-up, it was reported that the surgeon implanted the lens in the capsular bag and there was no problem with the capsule. The surgeon positioned one haptic in the capsular bag one day after the operation. There were no removal and replacement conducted. There was no visual acuity problem. No other information was provided.